Manufacturer narrative:
Investigation into this event is currently ongoing. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was reportedly dysfunctional. The pace/sense portion of the rv lead was surgically abandoned and a new lead implanted to replace it. The defibrillation portion of the lead remains in service. No additional adverse patient effects were reported.